Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was unable to confirm the issue. The complaint was closed due to lack of update. Root cause of failure was not determined, there was no alarm 300 visible on logs downloaded on (B)(6)2023 17:10:58 (system time). Alarm 318 could be due to an occluded inspiration port as this failure not trending on logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, log files was provided and could not confirm the issue or any other technical failure (tf) alarms recently that would cause the tf 300 to populate. The customer was advised to run the unit for an hour or two just to make sure nothing is wrong. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista1000 us had a technical failure 300 - "device in failsafe" alarm. At this time, there was no information for patient associated with this event.